Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was found to have elevated lactate dehydrogenase (ldh) levels above the 800 range. There was no indication of any power spikes or unusual activity. Echocardiogram (echo) was unremarkable. The patient was reported to have shortness of breath but was unclear to the hospital whether it was related to the pump.

Manufacturer narrative:
The MFR is attempting to acquire additional information from the hospital regarding the event and patient outcome. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.